Event description:
It was reported that there was noise from movement on the ventricular tachycardia (vt) / fast vt episodes recorded by the implantable cardiac monitor. It was noted that it could be reproduced in the clinic intermittently with movement. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Apparent noise in ventricular tachycardia (vt)/fast ventricular tachycardia (fvt) episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).